Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the catheter hub was noted to be broken/fractured. The catheter shaft was noted to be broken/fractured inside of the catheter hub. The catheter shaft was noted to be kinked/bend at 112cm from the catheter hub. The catheter shaft was noted to be flat/crushed at 123 and 155cm from the catheter hub. The catheter tip was noted to be flat/crushed. During functional inspection, a 0.027" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was maintained throughout the procedure and there was no resistance felt. It was seen that the microcatheter hub and shaft were fractured, the catheter shaft was flattened and kinked. The catheter tip was also found to be flattened. The microcatheter most likely was damaged during the procedure due to some procedural/anatomical factors encountered during use leading to the reported and analyzed defects. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿catheter hub broken/fractured¿ and as analyzed ¿catheter shaft broken/fractured during use¿, ¿catheter shaft kinked/bent¿, ¿catheter shaft flat/crushed¿ and ¿catheter tip flat/crushed¿.

Event description:
Analysis of the returned device found that the subject microcatheter shaft was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.